Event description:
It was reported that when it was attempted to interrogate the cardiovascular implantable electronic device (cied) with the mobile pr ogrammer application there was a prompt to update the application. Update was selected, however nothing happened and it was not possible to update the application. In troubleshooting it was determined that that the user had intended to use the remote monitoring application rather than the mobile programmer application. Troubleshooting steps were advised to use the remote monitoring application to perform the interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.